Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6)2017. Reportedly, the patient did not calibrate after the inaccuracy. Additionally, on (B)(6)2017 it was reported that the patient experienced an inaccuracy with the same sensor. No additional event or patient information is available. No data was provided for evaluation. The reported inaccuracies could not be confirmed. A root cause could not be determined. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.